Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (00001111), the orange brim cap detached from the hub of the sheath. The hub remained intact. There was back flow from the back of the sheath. The sheath was replaced, and the procedure continued. Towards the end of the procedure while using the replacement vizigo sheath (00001079), the physician noted that he braided section between electrode 1 and 2 that allow it to deflect was crimped. When the physician would deflect the sheath, the distal end would turn into itself. No physical damage to the sheath such as internal components exposed, nor lifted/sharp electrodes was observed. The sheath was not replaced as the issue occurred at the end of the procedure. No patient consequences occurred. The deflection issue is not MDR-reportable. The brim cap detachment is an MDR-reportable issue.

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an atrial fibrillation (afib) ablation procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (00001111), the orange brim cap detached from the hub of the sheath. The hub remained intact. There was back flow from the back of the sheath. The sheath was replaced, and the procedure continued. Towards the end of the procedure while using the replacement vizigo sheath (00001079), the physician noted that he braided section between electrode 1 and 2 that allow it to deflect was crimped. When the physician would deflect the sheath, the distal end would turn into itself. No physical damage to the sheath such as internal components exposed, nor lifted/sharp electrodes was observed. The sheath was not replaced as the issue occurred at the end of the procedure. No patient consequences occurred. Device evaluation details: a brim cap, hemostatic valve and friction ring were found detached from hub. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. No stress marks observed on hemostatic valve. A manufacturing record evaluation was performed for the finished device 00001111 number, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the brim cap and hemostatic valve detachment could be related to handling of the device during the procedure; however, this cannot be conclusively determined. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)